Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned on (B)(4) 2012. Product analysis evaluated the meter on (B)(4) 2012 with the following findings: the meter passed testing with no faults found; the meter tested within operating parameters. The primary complaint was not confirmed. On (B)(4) 2012 test strips were tested and also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.